Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "error 5" message using 2 different test strip lot numbers. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012. It is not known how the patient manages her diabetes or if she made changes to her usual diabetes management routine. The patient claims she developed symptoms of a headache due to the alleged issue. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "headache" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged "error 5" message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.